Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, lot #: 17079621, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were drainage and pain at the site. It was believed that the infection was procedure related, and not device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.